Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s921usqs4byg2. Hardware: sm-s921u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient passed out with hypoglycemia. The patient's blood glucose levels declined to under 40 mg/dl while wearing the pod for longer than 48 hours. There were no other reported symptoms. The patient mentions that they have gastroparesis, which can impact how glucose impacts their blood sugar. Increased exercise may have also impacted where when they go low, after exercise, it impacts them 24 hours later, which in this case, it did. The patient was confirmed to not have to seek medical attention.